Manufacturer narrative:
The reported fast-fix 360 curved needle delivery systems, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle during deployment. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the surgeon was performing a meniscal repair with a fast-fix. T1 deployed with no problems, upon advancement for t2 deployment, surgeon noted that the grey push handle was different when t1 deployed. When the needle was removed from the patient, t2 did not deployed. A backup device was used to complete the surgery. No significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.